Manufacturer narrative:
(B)(4).

Event description:
It was reported that"signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. Which devices are paired prior to signal loss to a dexcom approved device.